Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "not loading staples, staples that were fired successfully, fell off. Multiple attempts were made with that stapler." Patient status- "unknown".

Manufacturer narrative:
The event unit was returned for evaluation. Engineering actuated the device and fired the clips one at a time. Engineering was able to replicate the customer's experience of improper clip loading. The unit was disassembled for further evaluation. Upon disassembly, engineering found a component of the device that was out of specification. The root cause of the customer's experience of improper clip loading was likely due to the component that was out of specification. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device and process enhancements intended to further minimize the potential for this type of event to reoccur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.